Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced muscle stimulation due to a lead polarity switch to unipolar. A right ventricular (rv) lead impedance warning had triggered due to many low impedance measurements. It was further reported that there were variable thresholds and a possible lead fracture. Reprogramming was performed, and subsequently, the lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.